Event description:
It was reported to philips that the customer was unable to get a reading from the 3 lead cables. The spare cables were also attached and tried with the same result observed which was no reading. There was no reported adverse patient impact.